Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level was "low"; however, a specific value was not provided. Customer consumed carbohydrates to address bg level. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.